Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Clarification to b5/h6: the initial medwatch reported rupture, it has since been reported by the healthcare professional that the device was intact upon explant. Rupture is being un-reported from this record. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported left side capsular contracture baker grade iii, "left breast capsule with scarlike reaction and foreign body giant cells", and diagnosed "possible partial rupture" caused by "trauma to chest". Healthcare professional also reported the left implant was removed intact. Healthcare professional reported "cyst is seen at 8:00 measuring 5mm", which is not device-related. Device has been explanted and replaced. "Left anterior total capsulectomy imf and lateral suture capsuleodesis implant exchange" was performed.